Event description:
Health care professional reported that the patient experienced increase in pain. Low battery alarm was not heard by the patient, although the health care professional in an ER reported a single beep alarm every 30 seconds. Telemetry was performed on the pump and x-ray rotor test showed the pump had stopped. The pump was explanted and another implanted without incident. On follow-up the health care professional noted that the patient had no sequelae.